Event description:
Reporter alleged meter read in the 400s mg/dl and went to the emergently room (ER) due to customer feeling shaky and nauseated. It was reported hosp read 87 mg/dl while customer's meter read 425 mg/dl within minutes of each other. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.